Event description:
A malfunction on the pump was reported by the caller, and there were no notable events occurring prior to this malfunction. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.